Event description:
It was reported that a small volume folfusor over infused with a patient. The device was filled with 0.9% sodium chloride and 4200 mg of fluorouracil totaling 115 ml. The expected infusion time was 46 hours; however, infusion completed after only 24 hours. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This lot was manufactured from june 22, 2014 - june 24, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.